Event description:
It was reported to philips that the system displayed an alert indicating "motorized movement unavailable", preventing geometry movements. The device was in clinical use at the time of the event. No harm to the patient or user was reported.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary diagnosis procedure was being performed when the issue occurred and was completed by moving the sid manually. The philips field service engineer (fse) visited system onsite and confirmed that the system gave an alert indicating motorized movement unavailable. The review of system log files showed motorized movement unavailable error. Upon troubleshooting, the fse found the root cause as power supply unit was not working properly. To resolve the issue, the fse reseated the cable connection at slbx35 and x36, and performed system functional tests, after which no error occurred. The system was returned to use in good working condition. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the information received the procedure was not affected, and the customer was able to complete the procedure as planned by moving the sid manually. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.